Event description:
A patient contacted our (B)(4) affiliate on (B)(6) 2012, to report an ocular event od while wearing acuvue 2 contact lenses (cl). The patient was using opti free solution to clean/disinfect cl. He/she was on an extended wear and two week replacement schedule. The patient started wearing acuvue 2 lenses about eight months prior to the time of the event. Our (B)(4) affiliate reported the following: after (B)(6) days of use with the first pair of lenses the patient felt pain, itchiness and redness od. On (B)(6) 2012, he/she consulted an eye care professional and was diagnosed with a corneal ulcer od. The size and location of the ulcer are not known. The patient was prescribed acular drops every six hours and systane every three hours. The reported outcome by the patient was "the od continues red", the date of the outcome is unknown. Our firm has made numerous unsuccessful attempts to contact the patient for the treating ecp's full name and number to obtain additional clinical information and the suspect product and remaining product from the involved box.

Manufacturer narrative:
"Corneal ulcer" may or may not be a serious injury. Based on the limited information received, this injury will be reported as a serious injury as a worst case. Please note the patient was not treated with antibiotics. Acular is an nsaid and systane is an artificial tear procedure. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt MDR reportable events are reviewed in quarterly management review meetings. Device labeling single use or reuse. Method: device not returned. No evaluation will be performed. Conclusions: no conclusions can be drawn.